Event description:
It was reported that a device was used during a cholecystectomy. It was reported by the affiliate that the 212sd instrument has partical cuts (tears) just a few minutes after first initial use. The pt then had an extended operating room time. Two sterile unopened devices are also being sent back for analysis.